Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent a trial procedure on (B)(6) 2017. During the procedure, the doctor was unable to place the lead intended for use because too much scar tissue was present. As a result, the procedure was abandoned.